Event description:
It was reported that a shocking or jolting sensation occurred. There was no accident or incident related to this event. The impedance measurements were normal. Add'l info received reported that no interventions were taken or planned. The entire system was working okay. The pt was feeling tingling when the entire system was turned off.

Manufacturer narrative:
(B)(4).